Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Our investigation is also based on our knowledge of the product and previous investigations of similar complaints. Results: visual inspection revealed that the tubing elbow cuff had split, confirming the reported complaint. A lot check revealed no other complaints of this nature for lot 160129. Conclusion: we are unable to determine the cause of the split elbow cuff. It is likely that the tubing cuff split after the elbow was assembled. All breathing circuits are visually inspected before leaving production. In this particular instance, it is possible that operator error has resulted in not identifying the split cuff. The user instructions accompanied by the rt319 adult breathing circuit state: "before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed." "Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via their distributor that an rt319 adult breathing circuit had a crack along the cuff of the inspiratory limb. This was discovered before patient use.